Event description:
Patient reported that she noticed the IV connect was cracked around 740pm local time and changed to a new cassette, tubing, and IV connect with 5-6 minutes and infusing again. Patient reported no liquid came out of the IV connect, tubing set, or central line and no odor or smell of the veletri medication or wet spots to indicate liquid leaking. Patient reported no symptoms of hypotension, headache, or nausea/vomiting. Patient stated the pump was still waking and did not give an alarm. Serial not provided. No further information provided. Reported to cvs/caremark by pt/caregiver.